Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm and identified that exposure to magnets, like those found in iphones, could trigger the issue. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was successful, allowing the customer to reload the original cartridge and resume insulin therapy, thus resolving the issue.